Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following a cataract surgery with an intraocular lens (iol) implantation, the patient was brought back to the operating room the following day. The patient had a wound leak with wound dehiscence (+) seidel, collapsed anterior chamber with iris prolapse. The patient has been referred for repair. Additional information has been requested.